Event description:
Additional information was received that the pump failed flow test while being tested. There was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was received with the tamper seal missing and there was a slight bubble in the downstream occlusion sensor (dso) seal. The event log was reviewed and there was evidence of the reported "alarms reattach cassette error" issue. Sensor and functional tests were performed and the reported issue could not be duplicated, but visual inspection revealed slight contamination of the dso sensor. The dso sensor will be replaced as a preventative measure due to slight contamination.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited an alarm for "reattach cassette". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.